Event description:
A caller reported an occlusion alarm; however, the specific alarm number could not be verified in the pump history. Despite recurring occlusion issues, there was no adverse impact on the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. These problems had been occurring for approximately six months, and technical support was engaged for further assistance.